Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the left anterior descending artery. The physician implanted a 3.5x16 promus element stent in the target lesion. Then advanced a 4.0x12 nc apex balloon catheter for postdilation, however the edge of the implanted stent "curled under". The procedure was completed with another of the same device. No further patient complications were reported and patient's status is ok.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).